Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 07/30/2015: lot 110936: (B)(4) items manufactured and released on 06/14/2011. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. Versafitcup cc light ref. 01.26.56mbtl lot 111505 (implant not marked in USA) (B)(4) items manufactured and released on 07/01/2011. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. Ceramic ball and ceramic liner, both manufactured by (B)(4) are not marked in USA. On 07/22/2015 (B)(4) did an implants batch review: the quality documents (including the sterilization certificate) show that the values obtained on the ball head and insert were according to the specification valid at the time of production. On 07/16/2015 medical affairs director performed a clinical evaluation: the information supplied is consistent and compatible with the suspect of infection being the root cause. Therefore I see no reason to challenge the surgeon's conclusion of local infection. On 07/17/2015 the sales agent reported that the pieces will not be available for further investigation.